Manufacturer narrative:
Occupation: quality assurance regulatory affairs associate. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were underfilling. The following information was provided by the initial reporter: "it was reported that tubes are not filling properly. (Pr captures the event on the specific date ((B)(6) 2020) and the other issues during the week of (B)(6) 2020)".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/20/2020. H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested for vacuum and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were underfilling the following information was provided by the initial reporter: "it was reported that tubes are not filling properly. (Pr captures the event on the specific date ((B)(6) 2020) and the other issues during the week of (B)(6) 2020)".